Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
The device disk analysis revealed that the device went into reset because the download ram code had a memory error. The memory error was corrected by the programmer when the device was interrogated. The error was most likely caused by the radiation. It is unknown if there are other memory locations that were affected by the radiation. The field representative was made aware that a save memory to disk was necessary to better determine the memory status of the device.

Manufacturer narrative:
The device was explanted approximately one and a half years later for reported normal battery depletion and was returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Review of the device's memory found that it went into reset-vvi because of a memory error that was corrected by the programmer when the device was interrogated. The error was most likely caused by the radiation. The system guide states that radiation therapy may adversely affect device operation.

Event description:
Boston scientific received information that this pacemaker noted a power on reset with the device in vvi 65 mode. It was reported that the patient had underwent radiation for prostate cancer. Troubleshooting was attempted, however, the device did not reset. No adverse patient effects were reported due to this issue. A disk information was being sent for further analysis.

Event description:
--